Event description:
It was reported that the while attempting to interrogate the patient's implantable pulse generator (ipg), the stylus pen locked up. The physician shut the programmer down. When a new programmer was brought in and the device interrogated, the information on the ipg was not available. It was found that the ipg was in a clearing mode and was unable to provide the data; thus working as expected. The status of the programmer and stylus pen is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.